Event description:
Pt in hospital at (B)(6). He has diabetes. An order for high dose insulin coverage was correctly entered into the system on or before (B)(6) 2012. The order clearly stated it was the high dose coverage scale. However, when this order was used the instructions displayed the low dose coverage instructions. The pt got the wrong insulin. No significant harm, but did run higher glucoses. I canceled the high dose coverage order and then re-entered the identical order. It now displayed the proper instructions. This was entered in the hospital ehr system cerner power chart. Dates of use: (B)(6) 2012.